Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified signs of repeated use in the form of surface scratches, nicks and gouges. The device also has a corner fractured off from the main body of the device. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported persona femoral cr impactor was found chipped prior to the procedure. Need replacement. Fractured part was discarded. No patient involvement.